Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had emergency medical services dispatched twice for low blood glucose. The customer reported that they also had high blood glucose. The customer's blood glucose at the time of the incident was 350 mg/dl and current blood glucose was 166 mg/dl. The customer reported that their blood glucose was 127 mg/dl, 342 mg/dl and up to 360 mg/dl and in the upper 200 mg/dl and down in the 150 mg/dl. The customer reported that sensor cannula was bent. The customer had experienced the symptoms such as nausea, abdomen pain and difficulty breathing. The customer was treated with the insulin pump and manual injection for high blood glucose. Troubleshooting was done for high blood glucose and under delivery and customer declined battery failed troubleshooting. The reservoir not be returned for analysis.